Event description:
The facility reports after a pt transfer, the actuator of the floor lift became detached from the boom bracket. No injuries were reported. A bhm rep went to the facility to have more info on the condition of the device and the circumstances of the event. It was found that when the lift was reassembled, the actuator was not properly inserted and secured within the boom bracket. The clevis pin and split ring were reassembled properly after the event and all lifts were inspected to prevent this failure. (B) (4).

Manufacturer narrative:
A tech disassembled the lift to bring it in his car to customer, but forgot to attach the actuator correctly when he reassembled it. The MFR recommends the customer have all similar products at the facility inspected and repaired (if needed) by a qualified tech, and that these actions be recorded.